Event description:
A report was received that the patient's ipg is not holding a charge. The pt also reported that the had back surgery in september of this year (non-device related) and seems to have had to charge more frequently since then. The patient's database was analyzed and the device exhibited premature battery depletion. Replacement of the ipg has been recommended.